Event description:
The plaintiff, has suffered severe and irreversible latex allergy along with an irreversible negative life change. Plaintiff is restricted to where plaintiff can go and what plaintiff can do with life, with career, and with family and friends. Plaintiff also has suffered from shortness of breath, hand dermatitis to the extent that the hands bleed, runny eyes, runny nose, dizziness, flu-like symptoms anaphylactic reactions, and other physical injuries.